Event description:
It was reported that a patient began to be in a near constant panic state accompanied by worsening depression. The patient stated that these symptoms further caused him to be in a fixed suicidal ideation state. These symptoms started after his device was programmed on and have subsequently worsened. The patient has not followed up with a vns physician to have his device checked, and does not want any programming changes to be made. Good faith attempts to obtain additional information and clarification from the patient's current physician have been unsuccessful to date. The patient's device has been programmed off and may be removed in the future.